Event description:
Sigmoid procedure. Pcs29 dlu calibrated, opened/closed without difficulty, trocar moved freely during opening/closing but could not get into range due to thick tissue. The surgeon had to do an expansion of the otomy, requiring an additional 3 hours of or time and a re-application of the purse-string using competitive products to complete the case.